Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 25 mg/dl. The ambulance came to her home and inserted IV. Patient has been experiencing low blood glucose for 2 weeks. Customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of hospitalization was 25 mg/dl. Customer was given an IV and she was woken up. Customer was wearing the pump at the time of hospitalization. Customer was to monitor pump and her blood glucose. Customer decided to bypass any high blood glucose troubleshooting.